Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she had troubles with the pump but did not receive any notifications. The customer stated that she went to bed with high blood glucose readings and woke up with blood glucose readings of 460 mg/dl. The customer stated that she treated the high blood glucose readings with syringes. The customer also stated that the infusion sets may be the cause of her high blood glucose readings although when removing the sets from the cannulas, the cannulas have not been bent and no irritation at or blood at site has been found. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer stated that the hp test passed. The customer was advised to call back if issue persists.